Manufacturer narrative:
All of the insulin pump's buttons function properly; however, moisture damage was found on the keypad traces. The pump was also received with minor scratches on the display window, cracked casing at the display window corners, and a broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an unresponsive action button during an infusion set change. The patient's blood glucose at the time of incident was 160 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.